Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other four proglide devices referenced, are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss and double click could not be confirmed. The pre-tied knot had been properly formed. The engagement with both cuffs would result in an expected clicking noise. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Five unused, sterile proglide devices with the same lot number, 40605k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the preclose technique was attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using a proglide device. Reportedly, the device did not engage the foot correctly. When depressing, the plunger made a "double click/crunching sound". When the plunger was removed, the entire suture loop was removed. The same result occurred with two more proglide devices. Two additional proglides were used during this procedure and experienced unknown device failures. A different box was opened and the suture of two proglide devices were successfully placed using the preclose technique in the rcfa and the lcfa. The arteriotomies were 6f. The sheath was upsized to 18f for the aaa procedure. After the aaa procedure was completed the four successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.